Manufacturer narrative:
The patient and device details were not made available by the reporter due to patient privacy reasons. This report is submitted on august 19, 2020.

Event description:
Per the clinic, it was reported that the patient developed inflammation at the implant site and was treated with a topical ointment (type and date not reported). The patient's cochlear baha abutment was removed and another manufacturer's abutment was placed on the implant fixture.